Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. It was noted that the patient experienced syncope. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.